Event description:
Customer reported error 51. Device was received for evaluation. The evaluation confirmed error 51. The speaker assembly was replaced. After repair, the device was found to meet specification.